Event description:
It was reported that the healthcare professional (hcp) contacted technical services (ts) regarding a review of a non-sustained ventricular tachycardia (nsvt) episode from (B)(6). Ts reviewed the episode and provided an explanation of the observed rhythm. The hcp inquired whether the episode could be related to a far field oversensing event previously observed in december; however, ts determined that the events were unrelated. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.